Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient; therefore, the event cause could not be determined. The customer called to report this and stated that the hospital lost her records and she did not have any other information to report. Once we receive additional information, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that patient called stating that they had (what they believed to be) a medtronic flow diverter implanted, but says that the flow diverter has failed and patient still has aneurysm and also multiple strokes. Patient reports that they lost a lot of functions and also career. The patient needs to have an MRI done, but the physician will not do it until they find out what is implanted in her brain. The problem is that the hospital, st. Joes, states they lost her records and provided her with a reference number. The medtronic rep who spoke with patient explained to patient the ref# given would be the our flow diverter. It was explained to the patient we don't keep a database for those devices so it would have to come from the operative report or physician who implanted it. Patient was emailed the MRI conditions for the medtronic flow diverter that was implanted in them. Referred back to hospital and physician.